Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient was connected to philips intellivue at approx 11:10 pm at arrival to cardiac intensive care department. During ECG it was discovered that only 5 out of 6 chest leads are registered. During fault finding it was discovered that chest lead 6 has been missing. No alarm has sounded during the night and no alarms for electrode errors in the morning either. The place for these loose electrodes on the ECG is empty, no straight lines or interference. No patient or customer harm was reported.

Event description:
The customer reported that the patient was connected to philips intellivue at approx 11:10 pm at arrival to cardiac intensive care department. During ECG, it was discovered that only 5 out of 6 chest leads are registered. During fault finding it was discovered that chest lead 6 has been missing. No alarm has sounded during the night and no alarms for electrode errors in the morning either. The place for these loose electrodes on the ECG is empty, no straight lines or interference. No patient or customer harm was reported.